Event description:
It was reported, during an implant procedure, dislodgement was suspected and re-fixation was performed. However, when the physician turned the screw 1.5 turns with the wrench and pulled it out, the set screw was disengaged. Consequently, this device was removed and another device was successfully without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable pulse generator was returned and analyzed. Visual inspection revealed rounded setscrew and grommet damage with an unknown cause. However, primary analysis findings are no anomalies found.